Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00640. This report is being submitted as additional information. (B)(4). Approximate age of device - 6 months. Manufacturer's investigation conclusion: the evaluation of the returned pump confirmed the presence of pump thrombosis. The pump was returned assembled with the driveline severed approximately 9.4 inches from the pump housing and the distal portion of the driveline was not returned. Upon disassembly of the pump, examination of the rotor revealed a dark red, denatured, ring of tissue-like thrombus adhered to the inlet bearing ball. The thrombus formation showed evidence of laminated layering, indicating that it had formed over an undetermined period of time, while the pump was supporting the patient. A similar dark red, tissue-like deposition was found situated in between two of the rotor blades, near the inlet bearing ball. The color and structure of this deposition suggests that it may have initially been a part of the thrombus formation adhered to the inlet bearing ball. The observed thrombus formations were partially obstructing the blood flow path through the pump and would have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. A white, tissue-like deposition was also found lightly adhered to the distal side of the rotor, adjacent to the rotor¿s outlet bearing ball. This deposition did not reveal any evidence of laminated layering or denaturation. Furthermore, there was no evidence of circumferential contact marks on the outlet section of the rotor to indicate that the deposition was present while the pump was supporting the patient. Although, a specific cause for this deposition and a duration of time for which it was present in the pump could not be conclusively determined, the deposition was partially obstructing the blood flow path through the pump and could have also contributed to the reported elevation in the patient¿s lactate dehydrogenase level if it had been present while the pump was supporting the patient. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It reported that the patient was experiencing intermittent chest wall pain for 3 days which was aggravated by activity. The patient was brought into clinic for labs. Elevated lactate dehydrogenase was 2034 u/l and elevated pi 8.4. The patient was admitted to hospital. Due to suspected hemolysis, and to look for potential thrombus/obstruction, several tests were completed; echocardiogram, chest x-rays, electrocardiogram, computed tomography of the heart 3d, and interrogation of lvad parameters, results were not reported. Heparin infusion was initiated and will continue full dose aspirin and plavix. Additional information was provided by the vad coordinator confirming that the patient received a transplant on (B)(6) 2018. The transplant was reported as routine, with possible thrombus in the pump. The pump will be returned for evaluation.